Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant due to a chronic driveline infection. No information about the infection was to be provided. The device was returned for evaluation.

Manufacturer narrative:
Previous admissions for infection: MFR numbers # 2916596-2022-12931 and # 2916596-2020-01744. Manufacturer's investigation conclusion: incidental finding: twisting of the outflow graft. A direct cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 2.5 inches from the pump housing, and the remaining portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The outflow graft assembly (outflow graft, outflow graft bend relief, bend relief collar, outflow elbow) was also returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instruction for use (IFU) is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The ¿surgical considerations & procedures¿ section of this IFU contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.